Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported experiencing a headache after falling asleep near a potential source of electromagnetic interference as there was "a radio on her lap and headphones over her ears." The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.